Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
(B)(6)'s doctor reported the patient was found dead with the infusion device clipped on her slip. Doctor stated he can not read out the data from the infusion device. Doctor reported the infusion device gave an acoustic alert, and an error message was displayed. Doctor stated he can not remember the error code. Doctor reported he changed the battery in the infusion device but was still unable to read the device. No further information is available. Requested return of the alleged infusion device for evaluation.